Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 2.5 cm in length and it was calcified and diseased. It was reported that the stent grafts deployed without complication. The physician elected to re-balloon the proximal portion of the stent graft because of a blush. A reliant balloon was utilized. The balloon was positioned within the stent graft and after it was inflated the aorta was ruptured (see MFR # 2953200-2009-00854). It is unknown how much of contrast/saline solution was injected but the balloon was not aggressively inflated. An aneurx cuff was placed; however, that did not seal the rupture. The decision was made to explant the stent grafts followed by sewing in of a conventional graft. The devices were retained by the user facility. No additional clinical sequelae were reported and the patient was stable.

Manufacturer narrative:
Evaluation codes, results: (ruptured vessel/aneurysm). Conclusions: (calcified and diseased aortic neck).